Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamp in the reported problem area of the pipette assembly needed to be replaced. The instrument was tested without further problem and returned to service.

Event description:
The instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).